Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the insulin pump had issues and they experienced two incidents of low blood glucose levels and also had high blood glucose levels.the customer reported that they experienced low blood glucose levels of 1.8 mmol/l. The blood glucose was 6.7 mmol/l at the time of the incident. The customer reported that the insulin pump had bad battery alarm and time clock anomaly. After eating the blood glucose went down was 1.8 mmol/l. Customer stated that, the loss is greater than 3 minutes within 10 days and then 9 minutes within 30 days. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis